Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient was diagnosed with rheumatoid arthritis. The patient felt as though the ipg was irritating and it was explanted. The patient is reportedly doing well.